Manufacturer narrative:
The previous driveline damage that required the rescue tape is being reported under MFR # (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
Related MFR #: 2916596-2020-06387. It was reported that the patient had rescue tape on the bend reliefs and black rubber ring of the driveline cable insertion of the system controller. When the rescue tape was removed, the black rubber ring completely lifted off. A controller exchange was attempted, but the red release button was jammed. Potential causes of the jammed button were buildup surrounding the internal locking mechanism preventing its release or that the internal spring responsible for the button was broken. The cable was ultimately removed successfully.

Manufacturer narrative:
Manufacturer investigation conclusion: a specific cause for the reported difficulty disconnecting the driveline, as well as a direct correlation to the heartmate ii left ventricular assist device (lvas), serial number (B)(6), could not conclusively be determine through this evaluation. Multiple attempts to gather additional information was attempted; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist device (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 27mar2017. The heartmate ii lvas patient handbook, rev. C, and the heartmate ii lvas instructions for use, rev. C, caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Driveline care instructions are included in the heartmate ii lvas patient handbook. No further information was provided. The manufacturer is closing the file on this event.